Event description:
It was reported that the patient presented for a scheduled lead revision. It was noted that the right atrial lead dislodged as confirmed via x-ray and exhibited intermittent under-sensing. The lead was explanted and replaced. The patient was stable.